Event description:
Revision surgery - the humeral stem loosened due to a poor cement mantle; no component failure present.

Manufacturer narrative:
The reason for this revision surgery was to remedy humeral stem loosening after 3 years, 1 months and 24 days in vivo. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 3 prior complaints reported against this part; this is the first complaint against this lot number. This event is deemed as non-product related. The reason for the humeral stem loosening was reported as poor cement mantle. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. Several factors unrelated to the implant can play a role in the implant becoming loose; such as loose joint from degenerative tissue and improper implant selection. There was no information reported that evidences a material, design, or manufacturing problem with the product.